Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis found this pacemaker to have normal battery depletion. High-rate atrial sensing was noted on the device due to atrial fibrillation, leading to increased power consumption. Technical services discussed reprogramming options to preserve battery. No adverse patient effects were reported. Additional information was received. This pacemaker was prophylactically explanted due to a field safety notice. The explanted pacemaker was returned to boston scientific for analysis.

Manufacturer narrative:
Additional information was received. This pacemaker was prophylactically explanted due to a field safety notice. The explanted pacemaker was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.